Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2015, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2023, as previously during a follow-up examination aneurysm enlargement was found, reintervention was performed. During the reintervention, an angiography showed an anterograde blood flow from the aneurysmal sac to the left accessory renal artery and retrograde blood flow from a lumbar artery to the aneurysm sac. A diagnosis of type ii endoleak from a lumbar artery was made. Nbca-embolization for the l1 and l2 lumbar arteries was performed. Also, an aortic extender component was placed proximal to the trunk-ipsilateral leg component just in case (prophylactic treatment). The blood flow from the aneurysmal sac to the left accessory renal artery disappeared. The patient tolerated the reintervention.